Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial with moisture. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
Product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -15.00/+2.5/074 (sphere/cylinder/axis), in the patients left eye (os). The lens was explanted on (B)(6) 2020 due to the lens rotated. Another icl lens was not implanted.

Manufacturer narrative:
Additional data: b5: the lens was implanted on (B)(6) 2020. The lens was explanted due to excessive vaulting and significant reduction of irido-corneal angles. The cause of the event was probably due to the icl was bigger than the anatomy of the eye. Corrected data: h6: health impact- clinical code: 4581 - significant reduction of irido-corneal angles. Claim # (B)(4).